Event description:
It was reported when using the bd pyxis medstation es system drawer 2.1 failed when user trying to issue medication to patient. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 2.1 was failed. The field service engineer reseated row board connections and pyxibus cables to resolve. The system functioned as intended after the field service engineer repaired the device.